Manufacturer narrative:
Qn#(B)(4). Corrected data: brand name corrected to unknown. Catalog# corrected to vascular unknown. Lot# corrected to unknown. Clarification of unknown catalog #: the customer was contacted multiple times and has reported that the material was a hemodialysis set -- 2-lumen 14 fr x 20 cm (catalog#cv-15142-uf, lot#71f18f2624); however, the catheter that was returned was a 3-lumen 12 fr x 20 cm. The lot # and catalog# for the returned catheter kit is unknown.

Event description:
The customer reports: the vascular catheter was inserted but they could not remove guidewire on removal.

Manufacturer narrative:
(B)(4). The customer returned a catheter with an unraveled spring-wire guide (swg) advanced into it. Both devices showed signs of use. The swg was removed from the catheter. Visual examination of the catheter revealed no defects or anomalies. Visual examination of the swg revealed the guide wire is unraveled from the distal weld. The distal end of the core wire protruding was flat. The j-bend tip retained its shape, and the guide wire body also had multiple bends and stretched coils. Microscopic examination of the swg confirmed the inner core wire fractured off adjacent to the distal weld. The distal weld was present at the end of the unraveled coil wire and the proximal weld was still intact. Both the proximal and distal welds appeared full and spherical. The swg core wire length measured approximately 702 mm and the outer diameter (od) measured .944 mm. The catheter body length measured 215 mm. These measurements cannot be compared to teleflex product specifications as a kit material number for the returned sample was not provided. A lab inventory swg with an outer dimeter of .950 mm was able to advance through the distal extension line of the catheter with no issues. This indicates that the returned swg (od: .944) should have been able to advance through the catheter as well. A manual tug test confirmed the proximal weld was intact. The report that the guide wire was unraveled was confirmed through examination of the returned sample. Dimensional inspection and device history review could not be performed as the material number and lot number are unknown. A lab inventory swg with an outer dimeter of .950 mm was able to advance through the distal extension line of the catheter with no issues. This indicates that the returned swg (od: .944) should have been able to advance through the catheter as well. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that unintentional use error likely contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: the vascular catheter was inserted but they could not remove guidewire on removal.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates the swg (spring wire guide) unraveled and stuck in the catheter.

Event description:
The customer reports: the vascular catheter was inserted but they could not remove guidewire on removal.